Manufacturer narrative:
(B)(4): eval results: resistance to plavix. Stent fracture, stent thrombosis, death. Conclusion: resistance to plavix.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent (details unk) was deployed in the rca of a pt with no issue noted. However, it was reported that the pt was re-hospitalized due to angina. Under angiography, it was noted that the stent appeared to be fractured. It was also reported that there was thrombosis present in the relevant stent, and the pt subsequently died. During post-mortem examination, it was confirmed that the pt was resistant to plavix. The physician commented that the stent fracture most likely was not related to the pt's death; instead the pt's resistance to plavix, which was not known until after the pt's death, played a much larger role in the pt's outcome.